Manufacturer narrative:
Concomitant product: d224trk crt-d, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead defibrillation coils were exhibiting high impedance and that the lead had fractured. The lead was explanted and replaced. It was also reported that the left ventricular (lv) lead was exhibiting high impedance and no capture and had also fractured. The lv lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.